Event description:
Left hemicolectomy. Pcs29 dlu was connected, calibrated, opened, closed and was fired. Pc read "firing complete" but incomplete staples were observed. Purse-string had to be re-resected and approx 0.5cm of tissue was lost. Another device was applied to complete the case.